Event description:
A report was received that a pt had undergone a pocket revision procedure. The pt reported being uncomfortable at her pocket site due to her weight loss. The physician moved the pocket site right above her buttocks. The pt is reportedly doing well after her revision.

Manufacturer narrative:
This is the final report.